Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a sensor implant procedure. During the procedure, the ventricular lead became dislodged in the right ventricle after being implanted. Fluoroscopic imaging was unable to provide how the dislodgement occurred due to the position from which the image was taken. The patient stayed overnight in the hospital. It was noted, the patient did not suffer any injury and the sensor is in a good position.